Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely increased creatinine result generated on the architect c8000 analyzer on a patient. Results provided: 15apr2022 sid (B)(4) (normal range: 0.6-1.3 mg/dl), lot# 09277un21. Serum sample: sn# (B)(4) = 2.9 / 2.9 mg/dl, sn# (B)(4) = 2.9 / 2.9 mg/dl, sn# (B)(4) = 2.8 mg/dl, sn# (B)(4) = 2.8 mg/dl. Previous result for this patient = 0.9 mg/dl. Mayo labs (roche platform) = 0.9 mg/dl no impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for creatinine (ln 3l81-23). Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer¿s issue as a plasma sample, drawn at the same time did not show the higher-than-expected results as did the serum sample. Based on the investigation, no systemic issue or deficiency for the creatinine was identified.